Event description:
Patient presented to the physician with infection and stimulation lead extruding from the neck. Physician brought the patient into the or and removed the stimulation lead. Physician prescribed antibiotics after the procedure.